Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the right ventricular lead exhibited noise reversions. The noise could not be reproduced with isometrics. The patient was stable. The lead remains implanted.